Manufacturer narrative:
Device evaluation visual inspection: biologics noted in the device. Size indicated on strain relief 0.018in x 90cm is consistent with what was reported in gch. The distal section of the device was detached and not returned image review 3 cine images were provided for analysis. In two of the cine images you can see the trailblazer device advanced over a guide wire. The third image is of the trailblazer on its own. It is unclear from the images attached if any detachement had occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a trailblazer support catheter during a procedure to treat a calcified lesion in the patient¿s mid left renal artery. Moderate vessel tortuosity and severe calcification is reported. IFU was followed. Vessel pre-dilation was not performed. Resistance was noted with advancing and removing. It is reported that the tip of the trailblazer broke off in the patient¿s renal artery and could not be retrieved using a snare. The physician reported it seems like the catheter got caught and stretched out before it broke off. The physician used a stent to trap the detached component. The patient is reported to be ok.